Manufacturer narrative:
Technician found the head of the bed was stuck in up position and during the repair process, the head was lowered and would not come back up. A bed swap was the remedial action at that time for the account. Replaced part # 491835 (1900) valve solenoid cartridge to resolve this issue.

Event description:
Complaint alleged that the head of the bed would not go up.